Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl. Customer reported using fiasp and lyumjev insulin. Customer was informed that fiasp and lyumjev are off label per the user guide. Multiple attempts were made by tandem technical support to obtain additional information; however, no information was received.